Manufacturer narrative:
The patient reportedly has "dm" and had a previous "iam" 8 years ago. It was reported that the patient had epigastral pain radiating to his back. The patient reportedly characterized the pain as continuous and mentioned edema of "mmii". The patient was reportedly discharged with "ambulatory investigation". The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter alleged they received questionable elecsys troponin t hs for samples from one patient tested on a cobas e 801 analytical unit. The following troponin t values were measured for the patient: sample 1 = 3.00 ng/l with a data flag at 17:42 on 28-jul-2024 sample 2 = 9.92 ng/l at 18:55 on 28-jul-2024 sample 3 = 43.1 ng/l at 20:24 on 28-jul-2024 sample 4 = 3.57 ng/l at 20:50 on 29-jul-2024 sample 5 = 3.00 ng/l with a data flag at 14:38 on an unknown date. After the result from sample 3 was reported outside of the laboratory, it was alleged that the patient received a cardiac catheterization procedure based on the result. The patient is reportedly fine.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). Calibration and controls were acceptable. A general reagent problem can be ruled out as controls run prior to the event were within range. Isolated non-reproducible results do not represent a general malfunction of the assay. Upon review of the alarm trace from 01-aug-2024 to 22-aug-2024, there were 34 sample clot alarms, 12 sample foam alarms, and 4 sample short alarms. There are indicators of possible sample quality issues. The investigation is ongoing.